Event description:
It was reported that during device interrogation, wide qrs oversensing was observed. The patient was found to have low potassium levels. Programming changes were not made. Patients condition was attempted to be stabilized. At the next device check, the device was functioning normally.